Manufacturer narrative:
H2, h6: a software analysis was initiated. Not a software issue. Complaint data analysis found the event was due to a hardware issue as per the complaint data. Adjusted bottom right dingus allowing rotor to move. System checkout performed. Software functioning as designed. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6): medtronic representative went to the site to test the system, adjusted bottom right dingus allowing rotor to move. System checkout performed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system is unable to open over the patient. This had occurred intra operatively. Troubleshooting was performed, technical service walked site through manual door open process. Site confirmed they were able to open the door on system and brought in an other imaging system for the continuation of the case. Patient was present. There was a reported delay of less than 1 hour. No additional information was provided. Additional information received stating that rotating from anterior posterior(ap) to lateral, there was a really loud grinding noise and there was fluid visible below the system.

Manufacturer narrative:
Imf code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.